Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a "skin defect" over the implant site. The device was explanted on (B)(6), 2011 reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2011.